Event description:
Infusion pump appeared to be infusing at 125ml/hr with starting volume of 815mls at start of shift. IV bag time taped and scanned. On recheck around 0200, rn noted volume of 813 per screen on infusion pump and little to no change in volume in bag. Noted at that time all buttons and open door alarm on infusion pump not functioning. Replaced with different pump.